Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hypertrophic scar/breast pain. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 30-year-old female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 250cc saline prostheses experienced spontaneous right sided deflation post procedure, right sided breast nodule, left sided breast pain, and a left sided hypertrophic scar post procedure. The deflation was diagnosed through a physical examination and ultrasound. The breast nodule was detected through ultrasound. As a result, bilateral prosthesis replacement with 405cc mentor gel implants, left sided axillary scar revision, and excision of the right breast mass was performed on (B)(6) 2022. The right sided deflation was reported initially under 1645337-2022-05636 on may 13, 2022. On may 25, 2022 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on june 16, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).